Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation reported that the device failed to charge and maintain negative pressure, establishing a relationshiop between the device and the reported event. The root cause was identified as a depleted battery, a defective vacuum motor and contact with another source. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that case was found cracked and during service evaluation, renasys go pump was unable to operate on ac or battery power. Furthermore, the pump was unable to generate and control negative pressure. As this was noticed during service and repair activities, no patient was involved.